Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was dislodged. An x-ray was performed and dislodgement of the ra lead was confirmed. The ra lead was explanted and replaced to resolved the event. The patient was stable with no consequences.